Event description:
Surgery, utilizing cardiopulmonary bypass, was performed to correct aortic dissection. Rotem testing was performed at baseline, during surgery (on pump and pre-protamine), and after surgery, after administration of protamine sulfate to reverse the effect of heparin (post-protamine(). In addition, a fibrinogen assay (non-rotem) was run on the patient's blood at the intra-operative and post-protamine time points. Test results showed that rotem assays were normal at baseline. Certain rotem assay results and the fibrinogen assay result were at the low end of their normal ranges during surgery. After surgery, the rotem test results and the other fibrinogen assay both indicated that the patient's fibrinogen level was abnormally low. Although rotem testing personnel had been trained by tem systems, the surgeon had not been trained on interpretation of rotem results, so he relied on assistance from a tem systems sales representative to interpret the results. The surgeon asserted that he would have administered blood products (e.g. Cryoprecipitate) based on the low fibrinogen result, but the tem systems representative's interpretation of the rotem results led him to conclude that it was not necessary to administer blood products. The patient bled significantly and required multiple transfusions of cryoprecipitate and packed red blood cells throughout the day and night. The patient developed a hematoma in the chest and had to return to surgery the next day to evacuate the hematoma. The surgeon and other hospital personnel believe that blood products should have been administered immediately after surgery and that delay in administration of blood products led to excessive bleeding and hematoma. This led to administration of an increased amount of blood products, additional surgery to remove the hematoma, and an extend hospital stay for the patient. The tem systems representative who assisted the surgeon with interpretation of the rotem results disputes the surgeon's version of the communication. The tem systems representative says that the rotem results indicated a low fibrinogen level, which was consistent with the fibrinogen assay result, and that he reported this to the surgeon.

Manufacturer narrative:
Tem innovations has concluded the following regarding the cause of this event. The rotem and the corresponding assays (extem, intem, heptem, and fibtrem) all functioned correctly. Rotem results were consistent with the laboratory's fibrinogen assay. There is no suspicion of a device malfunction in this case. User facility personnel had been previously trained on the rotem and its assays, including interpretation of results. This case was the first time this surgeon had reviewed rotem results. He did not attend the training sessions, but relied on tem systems personnel to assist in interpretation. Tem innovations believes a lack of adequate training was one factor that led to this event. It appears that the communication between the tem systems representative on site and the surgeon was ineffective. It is not known at this time whether the tem systems representative reported erroneous information, or whether the surgeon misunderstood the communication. This ineffective communication wa another factor that led to the event. Corrective actions are in process to address procedures for communication with site personnel. Reference (B)(4). A cpa ((B)(4)) has also been initiated to address the fact that this 30-day report is being made more than 30 days after the date the importer became aware of the event. The surgeon has since received rotem training and is successfully using rotem results. There have been no other reports from this facility of misinterpretation of rotem results.